Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome was reported as "in stable condition now". Action taken with pd therapy was not reported. No additional information is available.